Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). (B)(4). Note: manufacturer contacted customer on (B)(4) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer states that the meter is working fine and she is not getting any errors. Customer is well and no medical attention is reported.

Event description:
Consumer reported complaint for e-3 accompanied by symptoms. The customer is concerned with e-3 and symptoms. The customer's expected fasting blood glucose test result range is undisclosed. The customer reports symptoms of feeling weak in her knees. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. During the call on (B)(6) 2017, a blood test was performed by the customer fasting and produced test results of 93mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 04/19/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer called in to troubleshoot a meter for error. After troubleshooted the meter customer was able to get a blood glucose result of 93 mg /dl she states that she is feeling weakness in her knees. Customer is satisfied with the meter and the reading. No replacement needed.